Manufacturer narrative:
G4: 03mar2020 b4: (B)(6)2020. The customer troubleshot with tech support over the phone. The customer replaced the blower assembly to address the reported issue. The issue has been resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
The customer reported that the unit had an occlusion alarm and the blower did not run. It is unknown if the device was in patient use, but no patient harm was reported.